Event description:
Boston scientific crm received information that an invasive revision procedure was performed on this right ventricular (rv) lead. During the procedure, the physician felt that there was body tissue stuck in the helix and requested a new rv lead. This lead was explanted and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at boston scientific, crm's post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. Visual inspection confirmed the entire lead body was returned, however, the lead was severed 13.8 centimeters from the is-1 pin. The helix was fully retracted and no tissue was noted in the helix, however, dried body fluid was noted in the helix housing. No further analysis was performed.